Manufacturer narrative:
(B)(6).

Event description:
It was reported that the balloon ruptured. The 90% stenosed target lesion was in a moderately tortuous and moderately calcified circumflex artery. A 10mmx3.25mm wolverine coronary cutting balloon monorail was selected for use. During the procedure, the balloon ruptured as contrast was noted to be leaking upon first inflation at 3atm. The balloon was simply removed from the patient's body. The procedure was completed with a different device. No complications reported and patient was good.